Manufacturer narrative:
Samples received: none. Analysis and results: as no samples have been received or list of possible batches, the batch manufacturing records cannot be checked. No previous complaints received for the same reference regarding needle detachment in the last five years. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported needle detachment. The reporter indicated that this is the second report related to the thread and the needle detachment. Were used during the surgical procedure. The care department did not keep the thread. Per the reporter, there were repeated incidents. No immediate clinical consequence, however, there was a need to resume the suture with a new thread (due to the needle remains in the wound without the thread to suture). These events were post-delivery sutures. No patient consequences directly other than a delay in management, since it was necessary to change sutures.